Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed that two devices were returned in the same box. One of the devices the curved tip of the needle was detached from the device. The device had the depth gauge limiter removed. A functional evaluation revealed the deployment knob triggers the deployment needle. A review of the instructions for use found: ¿read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of risk management files found that the reported failure was documented appropriately. A clinical/medical evaluation found that the broken piece of the fast-fix 360 curved needle is unknown if the pieces were retrieved from the patient the fast-fix 360 curved needle tip is made of 304l stainless steel which is a austenitic stainless-steel alloy intended for surgical applications and is biologically compatible, however, the needle is not approved for implantation. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained metal debris cannot be determined. No further medical assessment can be rendered at this time. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, the fast fix was broken from the metal part while inside the patient and could not be used. It is unknown whether there was a back up available or delay in the case. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.